Event description:
It was reported that this pacemaker exhibited cross chamber oversensing for its right ventricular (rv) lead channel. Technical services (ts) was consulted and discussed stored episodes as well as available programming settings. This pacemaker remains in service. No adverse patient effects were reported.